Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2021-00843 was provided.

Manufacturer narrative:
The impella 5.0 was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella 5.0 pump inserted in the right axillary for post-cardiotomy cardiogenic shock (pccs). The complainant reported the patient developed an ischemic stroke during impella support. Ultimately, the patient expired. Date of death is unknown. No further information was provided.